Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported their incision site was covered in blood, with swelling, and bleeding. The patient noted the wires were exposed. It was noted the patient was at the healthcare professional (hcp) office at the time of the call. It was unknown if the issue was resolved at the time of the call. Additional information from the patient on (B)(6) reported on (B)(6) that during the call the patient stated she was still bleeding on the incision site by the spine and another cut in the buttocks. The patient noted the gauze had been changed twice and the incision was still oozing. The patient noted where the incision was placed, it was hard to find a comfortable position to sleep and rest and may be putting pressure on the on the incision area. The patient had an appointment with the hcp on (B)(6). The issue was not resolved at the time of the report. The patient was listed as alive with no injury at the time of the report. It was noted the patient was implanted with the lead on (B)(6). The indication for use is unknown.